Manufacturer narrative:
Additional information was received from the patient profile form that the patient had a CT scan approximately 12 years after the filter was implanted. The CT scan indicted the filter tilt. There were no attempts to remove the filter. The patient suffers from abdominal and lower extremity pain and swelling, as well as anxiety and mental anguish. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and embedment of the filter in the ivc. Additional information was received on the patient profile form that indicated the patient had a computerized tomography (CT) scan approximately 10 years after the filter was implanted. The CT scan indicted that the filter tilted. There have been no documented attempts to remove the filter reported. The patient is also reported to have experienced abdominal and lower extremity pain and swelling, as well as anxiety and mental anguish. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt), seventh episode in a patient with acute on chronic dvt and a contraindication to anticoagulation due to a recent gastrointestinal hemorrhage and myelodysplasia. The filter was placed via the left common femoral vein and deployed at the level of the l3 vertebral body, after localizing the renal veins at the t12-l1 level. The patient experienced no difficulty with the procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films for review, the reported filter tilt and device embedded could not be confirmed or clarified and the exact cause could not be determined. There has been no documentation provided regarding an attempt to retrieve the device. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no initial implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety, abdominal and leg pain, and swelling do not represent a device malfunction, rather may be related to underlying patient specific issues, the patient¿s medical history has not been provided. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received from the patient profile form that the patient had a CT scan approximately 12 years after the filter was implanted. The CT scan indicted the filter tilt. There were no attempts to remove the filter. The patient suffers from abdominal and lower extremity pain and swelling, as well as anxiety and mental anguish. The following additional information was received per medical records: the left groin was prepped and sonography was used to localize the common femoral vein. The trapease filter was deployed successfully at the l3 vertebral body level below the renal veins under fluoroscopic control without difficulty. The patient tolerated the procedure well and was returned to room in good condition.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received on the patient profile form that indicated the patient had a computerized tomography (CT) scan approximately 10 years after the filter was implanted. The CT scan indicted that the filter tilted. There have been no documented attempts to remove the filter reported. The patient is also reported to have experienced abdominal and lower extremity pain and swelling, as well as anxiety and mental anguish. The indication for the filter implant and the patient¿s medical history has not been provided, in addition there is no other information currently available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and device embedded could not be confirmed or clarified and the exact cause could not be determined. There has been no documentation provided regarding an attempt to retrieve the device. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no initial implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety, abdominal and leg pain, and swelling do not represent a device malfunction, rather may be related to underlying patient specific issues, the patient¿s medical history has not been provided. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.